Event description:
Grasper grasping end broke off during removal of appendix through a trocar. Rivot had separated from the one grasper hinge point. May have been due to pressure applied. No direct patient harm.